Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display during drain 2. The caregiver (cg) stated that the home patient (hp) was still connected. The technical service representative (tsr) assisted the cg to cycle the power, disconnect the hp from the hc, and remove the cassette. The tsr advised the cg to inform the nurse of the alarm. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. This complaint for a system error (se) 2240 (air in set) was not confirmed and the root cause was undetermined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.